Event description:
It was reported that on (B)(6) 2011, the patient underwent a stenting procedure in the left internal carotid artery. Post procedure the patient experienced aphasia. Magnetic resonance imaging revealed a punctate foci of acute ischemia within the left parietal and temporal lobe. Etiology was felt to be embolic as there was a large amount of atheromatous material in the rx accunet embolic protection device post procedure. Although the patient was not hypotensive, treatment included levophed and intravenous fluids to maintain the blood pressure to optimize flow. On (B)(6) 2011, the patient's symptoms resolved, neurologically the patient was at baseline and was discharged home with home health services and caregiver. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of stroke, embolism and ischemia are known potential adverse events as listed in the rx accunet instructions for use. Although a conclusive cause for the reported adverse patient effects and relationship to the device, if any, could not be determined; there is no indication of product quality deficiency with respect to manufacture, design or labeling.